Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000102804.

Event description:
It was reported that one of the patient's leads had high impedances. As a result, the patient did not have effective therapy. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was established postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.